Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06512. It was reported the physician was unable to remove the stylet during an implant procedure. The physician opted to leave the stylet in the lead. Lead diagnostics were within normal limits.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.